Event description:
The customer contacted baxter's service center regarding reusing a single use cassette, which occurred on the homechoice (hc) during previous therapies. The registered nurse (rn) tried 4 different cassettes and the alarm repeated. The technical service representative (tsr) would swap the hc. The nurse (rn) had other machines to use. The rn asked if there were any reports about extraneal bags being faulty. The rn stated he gets a lot of check final line alarms and would aseptically remove bag and connect a new one and it works fine. The other bag would not drain from the port. The rn would file online complaint with baxter canada about issue. The rn asked tsr to notate it in report. Machine was being swapped. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for use error - reuse of single-use product issue was confirmed because customer switched a final bag only and continued therapy with rest of the disposable single use supplies, which is a use error/poor aseptic technique. The cause is undetermined. A labeling review found the patient at home guide to be adequate for use/user error related to this incident.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer in reference to the use error; therefore, the sample was not requested for evaluation. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.